Event description:
Questech intl, inc. Ste 238, 4951-b e adamo dr, tampa, fl 33605. We received product returns from hsn, but none that could be identified as ms havranek's. Therefore, we have no testing which related to the specific device used by ms havranek. The device was tested per consumer product safety commission requirements for pacifiers (16 cfr, ch.11 part 1511), which includes a structural integrity test for the nipple. It passed tests by an independent testing agency prior to submission for our FDA 510 (k). Subsequent to FDA clearance to market, cpsc took inventory from our tampa warehouse to test in their own labs. Again, we passed the nipple pull tests.